Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. No replace battery now alarm or battery power loss alarm noted during testing. However, low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with cracked retainer, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was 389 mg/dl at the time of incident. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer states the insulin pump was not dropped. The customer states the battery cap was not loose or damaged. The customer was advised that the insulin pump need to be replaced and revert to back up plan. Insulin pump will be returned for analysis.